Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead during a non-sustained ventricular tachycardia (nsvt) episode. The lead remains in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284vrc implantable cardioverter defibrillator, (B)(6) 2009. (B)(4).